Event description:
It was reported that the clinical study (a4077) spinal cord stimulation (scs) patient underwent an additional procedure to have new leads placed. The patient had a small cerebrospinal fluid (csf) leak that resolved spontaneously. The patient was also treated with a blood patch. The physician assessed the event as having a probable relationship to the procedure and a possible relationship to the lead. The event was reported as resolved. Additional information was received that the patient went to the emergency room (ER) with a headache that was thought to be caused by the recent revision procedure.

Event description:
It was reported that the clinical study (B)(4) spinal cord stimulation (scs) patient underwent an additional procedure to have two leads and a clik anchor explanted and replaced (see related MFR. 3006630150-2023-07005). The patient had a small cerebrospinal fluid (csf) leak that resolved spontaneously. The patient was also treated with a blood patch. The physician assessed the event as having a probable relationship to the procedure and a possible relationship to the lead. The event was reported as resolved.